Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Stroke and pump thrombus/thrombosis are known potential complications associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the log files revealed an increase in power consumption starting on (B)(6) 2016 leading to current parameters outside the normal operating range, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient and pharmalogical factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient has had a slow increase in ldh over the past week. The patient's inr was therapeutic but the patient had high power alarms with high flows. Log files were submitted and showed suction events and high power, high flows. The patient was to receive tpa for presumed thrombus. However, the patient was taken to CT scan and found to have a subarachnoid hemorrhage. On (B)(6) 2016 after patient was sent for head CT prior to starting tpa and the subarachnoid hemorrhage was found, all anticoagulation was stopped and patient was sent to the ICU for hourly neuro checks. A repeat head CT showed that sah was stable but the patient was given 1 unit of prbcs, 1 unit of platelets, 1 unit of ffp, and 1 unit of albumin and the pump speed was increased to 2200. For the next 2 days, patient remained in ICU and received crrt amongst care of other non-related comorbidities. On (B)(6) 2016, the patient's neuro exam was stable. However the patient's wbc's were elevated, platelets were low at 38 and flows were greater than 25 with stable hemodynamics in afternoon which returned to 16. Overnight at 0100, the lvad clotted completely and the patient coded 10 minutes later. CPR was initiated and obtaining a airway proved to be difficult. The patient was eventually intubated using a bougie. The patient was put on va-ECMO. The patient had difficulty regulating flows and high negative throughout the rest of the night which required large volume transfusion. The patient remained in critical condition on (B)(6) 2016. An eeg was done which remained relatively flat with myoclonus and the patient was not following commands or tracking. On (B)(6) 2016, the patient's family met and decided on comfort care for the patient. The ECMO circuit was turned off and the patient expired at 1655.